Manufacturer narrative:
Additional excluder device included in this report: (B)(4). Results - a review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis provides endovascular treatment of infarenal abdominal aortic aneurysms (aaas).

Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an aortoenteric fistula. On (B)(6) 2012, the patient presented to the medical facility with (B)(6). A computed tomography (CT) scan performed the same day revealed a recurrent aortoenteric fistula vs. Endograft infection. Subsequent cultures taken at the facility had grown bacteria. On (B)(6) 2012, the patient was converted to an open aortic repair, and the system of excluder devices was explanted. The patient tolerated the procedure.